Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the ccd unit lens was detached affecting the image on the device. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a detached charged coupled device (ccd) unit lens affecting the image on the device. There was no patient involvement.